Event description:
A report was received that the patient was experiencing inflammation. The patient was treated with an anti-inflammatory medication.

Manufacturer narrative:
Additional information was received that the inflammation was adjacent to the lead site and it was believed to be not device related.

Event description:
A report was received that the patient was experiencing inflammation. The patient was treated with an anti-inflammatory medication.